Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer was advised to insert a new aa battery to eliminate the possibility of previously inserted battery being bad. The customer was advised to check proper insertion, ensure that the battery is securely fastened and battery slot is aligned with the pump. Customer states display is still blank. The customer was instructed to leave the battery out of the device for 2 hours to ensure any residual. The customer was advised to monitor their blood glucose carefully and revert to back up plan. The customer was advised to call back if display doesn't return.